Event description:
The event was reported as: the product had been in place for a week when it was noticed that it was leaking. An attempt was made to remove the catheter and the balloon would not deflate. The pt had to be taken to the or where the doctor was able to deflate the balloon. No pt injury reported.

Manufacturer narrative:
The sample device has been requested but not received in time for this report. The results of the investigation are not available at the time of this report.